Event description:
It was reported that the home patient (hp) experienced peritonitis. The patient was not hospitalized for this event. On an unreported date, the patient was treated with an injection of imipenem (ip, 500mg in each bag) for the peritonitis. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.